Event description:
Emt's responded to a pt in cardiac arrest with the device in AED mode. The device was connected to the pt with disposable defibrillation/ECG electrodes and the analyze button pressed. According to the reporter, the device alarmed connect electrodes and would not analyze the pt's rhythm. Paramedics arrived and placed the device in annual mode and connected ECG electrodes. The device displayed that the pt was in asystole. Medications and CPR were administered but the pt's ECG would not convert to a shockable rhythm. The pt was not resuscitated but the reporter indicated the reported malfunction did not cause or contribute to the pt's death because the pt was not viable.